Event description:
The customer reportedly received a 280mg/dl and 119mg/dl on the accu-chek active s system within a 10 minute timeframe. No reported symptoms. The customer took additional fortamet due to erratic results. No adverse event reported. New system sent to customer and return requested.